Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had recurring no delivery alarms. Blood glucose level at the time of the incident was 453 mg/dl. Customer also reported having a blood glucose level of 434 mg/dl earlier in the day of the call. Troubleshooting did not show any malfunction of the insulin pump. The device was not replaced or returned for analysis.